Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that the customer was in the intensive care unit and hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date with unknown blood glucose. The insulin pump will not be returned for analysis.